Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a phaco tip could not be tightly connected to handpiece before vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Corrected information provided in b.1., b.2., and h.11. Upon further assessment, it was confirmed that the event, phacoemulsification tip could not be tightly connected to handpiece, resulted from the connector issue. A connector issue is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. Hence this reported event does not meet the criteria for reporting. No further reports will be scheduled under mfg report num. 1644019-2025-00725. The manufacturer internal reference number is: (B)(4).